Event description:
A radial jaw was used for a therapeutic colonoscopy. During the procedure, after two polyps were removed, a perforation was found in the sigmoid colon. The patient was admitted and taken to the operating room for a sigmoidectomy. The patient recovered well and is doing fine. It should be noted that there was no actual defect with the product and the perforation was the result of a pre-existing condition.